Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of burst fracture involved in 2 above - 1 below anteroposterior procedure. Levels implanted- t10-l2. It was reported that post-operatively, ps inner deviation reported. As a result, numbness in the lower limbs reported in the patient. Additional surgery/treatment was performed for reinsertion of the screw. There was no delay in overall procedure time. Product was used correctly according to the directions given in the IFU/labeling. On (B)(6) 2021, received additional information that the deviated screw had been removed. Levels of screw deviated - l1.